Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she was experiencing low blood glucose of 40 mg/dl and due to the sensor reading higher at 100 mg/dl. The insulin pump was not alerting her she was low. Troubleshooting was performed on the sensor. Customer stated she only noted issues with current sensor and no other sensor. Customer was advised issues might be due to the sensor not being situated properly. Customer also later mentioned that she was having issues with high blood glucose, changed the cannula of the insulin set, and she believed issue might be due to insulin being switched. She also believed the basal weren't working, customer was advised to troubleshoot the device to ensure it was working fine and she declined. Customer is not returning the insulin pump for analysis.